Event description:
It was reported that one of the screws on the revolution cement gun had fallen out. There were no reported adverse consequences, medical intervention or delays reported with this event.